Event description:
A pump malfunction with code malf 16 was reported, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy.